Manufacturer narrative:
(Secondary intervention: the dislodged stent was retrieved with a snare) - (B) (4): eval results: (difficult lesion with severe calcification), (stent dislodgement).

Event description:
An attempt was made to deploy a 2.75 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent into a pt. The target lesion, located in the lad # 7, was described as moderately tortuous with severe calcification and 75% stenosis. Pre-dilatation was performed; however, the relevant device could not cross the lesion completely. As the backup of the guide catheter was not enough, the physician decided to use an add'l guide catheter in order to facilitate the passage of the stent delivery system to the target lesion, therefore, he tried to remove the relevant device from the pt body. Although some resistance was felt at proximal lesion, the physician continued carefully removing it; however, upon removal, it was noted that the relevant stent had dislodged in a coronary artery. The dislodged stent was successfully removed using a gooseneck snare. The pt is reported to be fine and no other sequelae were reported.